Event description:
Philips received a complaint on an intellivue mx550 patient monitor indicating that there was a speaker malfunction error. There was no sound. The device was not in clinical use on a patient at the time of the event. No adverse event was reported.

Manufacturer narrative:
Analysis was performed onsite service personnel which included replacement of the speaker. The service engineer verified logfiles and sound coming from speaker and the device is back in service.